Event description:
It was reported that during an unk procedure, the clips dropped out of the device prior to firing. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). Jaw misaligned. Evaluation summary: the analysis results of the instrument found that it was received with the jaws misaligned. The instrument was cycled and fed and formed six clips scissored due to the condition of the jaws. The instrument locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. No dropping or ejected clips were noted during eval. In order to avoid this issue, do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.